Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve appeared discolored, showing evidence of blood contact. The valve appeared slightly distorted, oval-shaped, with a segment of the sewing cuff inverted. Small needle holes observed along the sewing cuff show placement of implantation sutures. All leaflets appeared to be in a semi-closed position with a gap between the free margins of leaflets 2 and 3. All leaflets appeared slightly stiff yet flexible. A large blood vessel was observed within the underlying matrix of leaflet 1, along with a small adjacent tear. Tears and/or abrasions were observed on all leaflets adjacent to the inferior coaptive areas, and coaptive ridge of leaflet 2. These findings may be associated with contact from a sharp instrument during the explant procedure. Multiple small hematomas were observed on the inflow of all leaflets, adjacent to all inferior coaptive areas. A crease was observed along the outflow margin of attachment of leaflet 1 adjacent to post 2. A small hematoma was observed on the outflow of leaflet 2, which may be associated with explant-related handling. All commissures appeared intact. All stent posts appeared slightly deflected. H6: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve appeared discolored, indicating possible contact with blood. As received, all leaflets appeared to be in a semi-closed position with a gap between the free margin of leaflet 2 and leaflets 1 and 3. Leaflets 1, 2, and 3 were undamaged. All commissure appears intact. Commissure 2 post 2 had wrinkles on both sides of the commissure. D9: updated. H3: device evaluated? Updated h6: updated the codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that avalus sizer was used for valve sizing, both the barrel end and replica end of the sizer were used. It was reported that the replica end of the sizer wasused to select the size of the implanted valve and the annulus was not felt to be between two different valve sizes. A body surface area (bsa) chart was used for valve sizing, the bsa chart did not indicate a larger valve was needed and no root enlargement performed. It was stated that pledgets were not used and the valve was replaced with a 21mm non-medtronic valve. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 21mm aortic bioprosthetic valve, it was explanted and replaced with another manufacturer's product. The reason for the replacement was reported as after implant, a central opening of the valve leaflets was identified. The patient was taken off of bypass, and an echocardiogram discovered a significant central jet or moderate aortic regurgitation. The echocardiogram was verified by two teams at the facility, and it was decided that the valve should be explanted and replaced. No additional adverse patient effects were reported.